Manufacturer narrative:
Cts (customer technical support) provided the general repair option to the customer. The customer will call back if they decide to return the centrifuge for further investigation. (B)(4).

Event description:
The customer stated that the rt12 rotor broke apart during usage in statspin ssvt centrifuge unit. The customer confirmed that the safety shield was in use at the time of the event. There was no report of injury to the operator due to this event. There was no report of exposure and no medical attention needed due to this event.